Manufacturer narrative:
This is the same event as 3010536692-2016-00120 & 3010536692-2016-00121. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to mom complications. Additional information received (B)(6) 2016. Allegedly the patient was revised due to the following mom complications: metallosis; burnish of the neck. (Left).